Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection was performed via naked eye, contamination, pm inside fluid path observed in the drip chamber was observed. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a duo-vent clearlink luer activated valve set was contaminated. It was further reported that foreign body or impurities found at the drip chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.